Manufacturer narrative:
Complaint conclusion: as reported, during an in-stent restenosis (isr) case, a 3x80mm non-cordis balloon catheter was inflated in the lesion and a saber rx percutaneous transluminal angioplasty (pta) (6mm25cm155) was also inflated; however, it ruptured within its nominal pressure. The product was removed intact (in one piece) from the patient. Therefore, it was replaced with a new non-cordis 6x220mm balloon catheter. The procedure finished successfully. There was no reported patient injury. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Initially, an approach was made from the left inguinal region to the other side with a guiding sheath (6f). The device was not returned for analysis. A device history record (DHR) review of lot 17655853 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during an isr case, a non-cordis balloon catheter (3*8cm jade, orbus neich) was inflated in the lesion and a saber rx percutaneous transluminal angioplasty (pta) (6mm25cm155) was also inflated; however, it ruptured within its nominal pressure. The product was removed intact (in one piece) from the patient. Therefore, it was replaced with a new non-cordis balloon catheter (6mm*22cm). The procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Initially, an approach was made from the left inguinal region to the other side with a guiding sheath (6f). The product was clinically used and will not be returned for analysis. The target lesion was the right superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.